Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Correction to initial MDR in field.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
Additional information was received that the patient underwent an ipg replacement due to frequent charging and ipg was no longer functional. No device malfunction was suspected. The patient was doing well postoperatively.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.

Manufacturer narrative:
(B)(4). Device evaluation indicated that the ipg passed all tests performed. The complaint about the battery not holding a charge was not verified. The unlinkable ipg was charged to 3.68 volts in one cycle. The daily battery depletion rate without any stimulation was within the expected range. In low power idle mode without any stimulation, the quiescent current measured within the expected range. The patient's data and the program setting were examined, and no anomalies were found.

Event description:
A report was received that the patient had difficulty charging the ipg. The patient will undergo an ipg replacement procedure.